Event description:
The customer reported that the telemetry device has a speaker malfunction. It is unknown if whether the device was in use on a patient at the time of event. There was no adverse event reported.

Event description:
The customer reported that the telemetry device has a speaker malfunction. It is unknown if whether the device was in use on a patient at the time of event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.